Manufacturer narrative:
Model number/catalog number: sc-8352-50. Serial number: (B)(4). Batch/lot number: 1074283. Model/catalog description: coveredge x 32 surgical lead kit 50 cm.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptom of oozing from the ipg site was noted. It was unknown if infection was device related and the cause was unknown. The patient was placed on antibiotics and was explanted.

Manufacturer narrative:
Sc-1160, sn: (B)(6). Device evaluation indicated that the root cause of the complaint was not determined. Residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. A review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-8352-50, sn: (B)(6). Device evaluation indicated that the root cause of the complaint was not determined. Visual inspection found the lead was cleanly cut. The device damage was similar to the typical explant damage and was not considered a failure. A review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptom of oozing from the ipg site was noted. It was unknown if infection was device related and the cause was unknown. The patient was placed on antibiotics and was explanted.